Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had low blood glucose levels of 33 mg/dl. The customer treated by taking some glucose tablets. The customer reported a crack on the reservoir compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.